Event description:
It was reported that during a duodenal atresia procedure on (B)(6) 2024, device had large fluctuations in pressure. They were able to complete the procedure with the same device. No patient injury was reported.

Manufacturer narrative:
Customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the concerned product was not returned, the investigation was concluded based on the available event information, the video provided by the customer, the experience of the investigator and input from a subject matter expert of the product management. The provided video shows setting of flow (3 l/min) and a pressure of 12mmhg. The patient was an female infant, weight 1.5 kg. The customer complained about large fluctuations in pressure. The described issue from customer is clearly mentioned in the instructions for use. The excess pressure alarm "303: high pressure", visible in the video, indicates that an excessive cavity pressure was measured at the device output. The product has a safety valve that reduces the excess pressure. The customer reported, the error message appears multiple times and most often experienced when the patient is an infant. These patients have very narrow cavities, which can quickly lead to excess pressure which then leads to the reported failure message. Further, the settings of the insufflator were much higher than recommended in the instructions for use and a wrong mode was used during the treatment (high flow). According to literature, this is way too high for infants. If the unit were used according to literature and IFU, the product would work properly. This event is filed under internal complaint ID (B)(4).